Event description:
It was reported that the patient with this artificial urinary sphincter (aus) presented to the emergency room with urinary retention. A foley catheter was placed. The patient will follow up with their physician on next steps. There was no surgical intervention and no additional patient complications reported.

Manufacturer narrative:
Updates: block d6: implant date and explant date block d4: lot number, d4: expiration date block c2/d2: concomitant product.

Event description:
It was reported that the patient with this artificial urinary sphincter (aus) presented to the emergency room with urinary retention. A foley catheter was placed. The patient will follow up with their patient on next steps. There was no surgical intervention and no additional patient complications reported.